Event description:
It was reported to boston scientific corporation that an injection gold probe was used for hemostasis of a gastrointestinal bleed (peptic ulcer) in the stomach. According to the complainant, upon completion of the injection, the needle was pulled back on the injection hub. However, the needle failed to retract completely into the catheter, and had to be removed from the scope. Attempts to retract the needle into the catheter outside the scope also failed. A new probe was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used for hemostasis of a gastrointestinal bleed (peptic ulcer) in the stomach. According to the complainant, upon completion of the injection, the needle was pulled back on the injection hub. However, the needle failed to retract completely into the catheter, and had to be removed from the scope. Attempts to retract the needle into the catheter outside the scope also failed. A new probe was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
The reported complaint was confirmed. The device returned was received with the needle extended; the needle does not retract, after actuation of the handle. In addition, the unit presents a kink in the catheter, and the ceramic tip of the device is missing gold. The internal hypotube located at the kinked part of the catheter was received fractured in two pieces. Resistance encountered during advancement may cause a kink in the hypotube/needle to occur, which could impede needle retraction. The lack of gold at the tip of the device also shows evidence that excessive force was applied. The root cause for this complaint is considered operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.